Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were a high number of short v-v intervals. The rv (right ventricular) lead remains in use. No patient complications have been reported as a result of this event.